Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426/2008. Since this case is related to the issues in which zimmer implemented a corrective action there will be no further investigation. Zimmer reference number: (B)(4).

Event description:
It was reported that the patient was implanted a durum acetabular component on unk date (2006). Currently the patient is being monitored due to pain and swelling. Revision surgery is in discussion.